Event description:
A report was received from a doctor regarding an incident of persistent iritis following a right eye implant of a memorylens in 2002. The doctor reported that one day post-op the patient had 3+ cells. At exam in 2002, the patient's visual acuity was 20/20 -2 od, mild iritis; elevated iop was noted in 2002. The patient was placed on steroids. The doctor stated in his report that the patient's condition was stable, and his prognosis was reported as good.